Event description:
It was reported that the customer was hospitalized last 1/20/2015 for their high blood glucose. Customer's blood glucose was 700 + mg/dl. Customer stated that hospitalization could be due to the infusion set. Customer stated that she was wearing the insulin pump at the time of the event and she was not in an accident. Customer was treated with insulin and IV fluids. The customer was advised that emergency supplies will be sent. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.